Event description:
A tandem mobi cartridge alarm was reported by the caller, who mentioned experiencing two such alarms in the past few months, with one confirmed on (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. The customer was able to successfully load a cartridge and resume insulin therapy. Tandem technical support resolved the issue and agreed to send replacements as requested by the caller.